Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, inappropriate auto mode switching episodes due to right atrial lead noise were observed. The noise was reproducible in-clinic. There were no other electrical anomalies. The patient was asymptomatic and will be monitored.